Manufacturer narrative:
The following fields were updated due to additional information: e.1. Initial reporter phone # (B)(6). Investigation summary: bd received 3 photos for investigation. The photos were reviewed and underfill was observed in lot 5239018. Additionally, 20 retained samples from each lot were functionally tested for low or no draw and all 60 tubes were found to be within specification. This complaint has been confirmed for lot 5239018, with respect to underfill. Bd was unable to identify a definitive root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 3 of 3 it was reported while using bd vacutainer® sst¿, five tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3: it was reported while using bd vacutainer® sst¿, five tubes underfilled. No adverse impact was reported regarding the patient or user.